Event description:
Boston scientific received information that approximately (B)(6) months ago, the remaining longevity of the device was 1.5 years. The device then reached end of life (eol) after approximately six months, and it was questioned if there could be a device malfunction causing it to prematurely reach reached eol. Boston scientific technical services (ts) discussed several factors that can affect the longevity of the device. The device was explanted due to normal battery depletion (nbd) and was replaced. No adverse patient effects were reported. Additional information was provided that the physician did not allege a device malfunction at the time of explant and understood this to be normal battery depletion (nbd). The device was later returned for analysis. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. In addition, it was determined that, although this device experienced normal battery depletion, it declared eol earlier than previously estimated. This estimation is calculated based on several factors and results may differ slightly among longevity estimate tools. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.